Manufacturer narrative:
Event date is approximate. Analysis of the desktop charger (dtc) (serial number: (B)(4)) revealed that the connector pins where broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. The patient reported that the metal thing on end of the recharging cord broke off and it was not charging, and her implant went dead. There was not an out of box failure reported. The patient was transferred to repair. No symptoms were reported. No further complications were anticipated/reported.